Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or misaligned insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/22/2025, it was reported by a sales representative via phone that an ar-8916vsr-03 volar distal radius plate experienced an issue with a screw not locking. This occurred during a distal radius fracture on (B)(6) 2025 when the distal screw went straight through the hole in the plate. The plate was removed. The case continued using the other plate in the tray which worked accordingly. There was a slight delay, where the representative did not believe additional anesthesia was administered.